Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during the coil embolization treatment of a lmca (left main coronary artery), the last coil was positioned within the aneurysm sac. Upon deployment, the coil failed to detach. An attempt was made to remove the coil however, this was unsuccessful due to the coil mass. Multiple detachment attempts were made using the v-grip controllers. On the 11th attempt, the coil detached, however aneurysm perforation occured causing bleeding. Remedial action taken: pharmaceutical coma with full monitoring. No additional information has been provided.